Event description:
It was reported, the pt fell and broke his hip. He reported, he fell on the opposite side of the ipg site and he has noted swelling over the ipg site. He stated, his ipg site is uncomfortable to the touch. The pt uses stimulation at a sub-threshold level and allegedly cannot determine if there has been any change to stimulation. The pt plans to f/u with his physician regarding the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.